Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on her insulin pump. She stated she woke up to the alarm on the device. Customer's blood glucose is 254 mg/dl. She treated with a manual injection. She stated she woke up to the alarm on the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.